Event description:
The device was implanted on 12/6/96 for infusion of chemotherapy. On 12/17/96, the physician contacted the MFR sales rep and reported that a couple days after surgery, the pt's platelet count dropped and the pt was taken back to surgery where there was a bleeder found off the celiac artery. The surgeon repaired the bleeder and the pt was sent back to the "floor". The physician was notifying the MFR sales rep because the pt's platelet count was still low and he wanted to inquire about diminishing or even eliminating the heparin in the device altogether. The MFR sales rep then contacted the MFR's dir, medical affairs for ideas and suggestions. The MFR sales rep was scheduled to visit with the physician on 12/19/96. The MFR's dir., medical affairs suggested that the device be refilled with glycerol and salines. The concentration placed in the device on 12/19/96 was 11% glycerol with volume supplemented for the 50cc with injectable saline. The pt was going to be given a scan on 12/20/96 to check for any bleeding that might still be present. The physician was also supplied with the name of a contact physician who has had a similar situation as well as an add'l article mentioning the use of coumadin in pt's with venous accesses.